Manufacturer narrative:
For OEM manufacturing sites: in this MDR, bd corporate headquarters in (B)(4) has been listed as (B)(4) is an OEM manufacturing site. Date of event: unknown. The date received by manufacturer has been used for this field. Medical device expiration date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported when using the bd vacutainer¿ 24 hour urine specimen container, the device experienced a broken lid/cap. The following information was provided by the initial reporter. The customer stated: since the commissioning of this reference, a brittleness has been noted at the level of the top of the jar and the screw thread of closing. This brittleness is noted after the first use in a bedpan washer.

Manufacturer narrative:
H.6. Investigation summary: bd had not received samples or photos from the customer for evaluation. Additionally, bd was unable to determine the specific lot number associated with this complaint; therefore, a review of the device history record could not be conducted. This complaint is unable to be confirmed. If additional information is made available, this complaint will be reopened to assess the level of investigation needed. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
Since the commissioning of this reference, a brittleness has been noted at the level of the top of the jar and the screw thread of closing. This brittleness is noted after the first use in a bedpan washer. The jar can sometimes be used a second time without any major risk for the carers, but must be discarded after the second use. The defect observed is independent of the batch number of the device. For information, the highest temperature reached during disinfection in the bedpan washer is 94° c. There is no drying phase.